Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the touch panel was affected by fluid adhering to it, or that the operation became inoperative due to a failure of the touch panel. The cause of the fluid adhering to the touch panel could not be identified. The phenomenon can be prevented by adhering to the contents described below. "Operation manual /visera 4k uhd camera control unit /olympus otv-s400" "·do not moisten or spill this product with water or other liquids. In addition, immediately discontinue the use of this product after water or other liquids have entered the product, and interior olympus." "·after sieving with gauze soaked in liquid, do not use this product while it is wet, and dry it thoroughly before use. Continued use of the product in wet conditions may result in electric shock." "·touch panels may remove dust, dirt, and dirt, or they may not be able to operate.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit processor touch screen was faulty upon receipt inspection. No patient harm was reported with this event. Upon inspection and testing of the returned device, it was observed that the device had a touch panel failure. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was partly confirmed. Evaluation did not find any lines on the touch panel display but confirmed the touch panel failure. The touch panel was not functioning due to failure of the touch panel due to water leak, no board or display function. Additional device evaluation findings were as follows: the video connector socket is chipped, the front panel is worn out, power switch broken, and there were weak cuts and dents on the housing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.